Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation, pain at the neurostimulator site, loss of therapeutic effect and loss of stimulation sensation following exposure to a bone stimulator therapy (osteobiologics bone stimulator) that was used on her foot. It was also noted that she had blood in her urine for the past one and half months. She was having difficulty following up with her physician due to her insurance situation. Additional information was requested.